Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification.

Event description:
It was reported that a patient underwent a totally prostatectomy on (B)(6) 2012 and a drain was used. The drain was fixated with sutures. The drain became displaced and was fixated on (B)(6) 2012. On (B)(6) 2012 ,it was reported that there was a failure of the device to drain and on (B)(6) 2012 the drain was removed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Failure to drain. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01320. The same patient is represented in each medwatch.